Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4)- sh device registry, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was implanted using a 9f amplatzer talisman delivery sheath. On (B)(6) 2025, the patient had palpitations several times, having lasted a short time (less that 5 min). The patient is in possession of watch that allows the echocardiogram to be recorded and that indicated an atrial fibrillation. Some anti-arrhythmic medications were given to patient.